Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage keypad traces. No scrolling numbers display anomaly was noted. The pump had cracked display window, cracked display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that she ate breakfast and went to bolus and her pump went haywire. The customer stated that her blood glucose went from 38 mg/dl to 500 mg/dl. The customer stated that the numbers were ramping on their own. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.